Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 2l02924 was manufactured on 11/25/2022, in ats #2 line, with a total of (B)(4) market units (mkus). The compliance engineer performed a batch record review on 27/sep/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1222277 and manufacturing order (B)(4) . The production process, in-process control, testing results and packaging of products was run according to the process instruction and recorded in br31-144 ver. 5.0. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 27/sep/2023, compliance engineer ran a query in database in order to verify the complaints reported for the 2l02924 lot for the malfunction code ¿inner film layer exposed (i.e., moldable skin barrier layers separate or delaminate from inner film layer)¿ and as result, no additional type 2 complaints were identified during this search as per work instruction. Historical nonconformance review: on 27/sep/2023, compliance engineer ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA (s) associated to the malfunction code ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ for the lot number 2l02924 and as result, no nonconformance / CAPA (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: br31-144 section 3.0 ¿dimensional verification and visual inspection¿: frequency: 24 times per shift (3 per hour). Sample quantity: 1 piece per head and 3 per hour. Acceptance criteria: accept = 0 / reject = 1 . Defect rate analysis: there have only been 3 defective parts confirmed to date from a lot size of 95000 products. This represents a defect rate of only (B)(4) , which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop) ¿quality inspection plan¿. In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: the review of the batch record for lot 2l02924 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿. No additional complaints were reported for lot affected related to the malfunction code ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products from this lot are impacted, and the issue appears to be isolated. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
MDR (B)(4) / device 1 of 3 e1: complainant street address: (B)(6) complainant city: (B)(6) complainant state: (B)(6) complainant postal code: (B)(6) complainant phone: (B)(6) complainant country: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
The end user reported that he had to change the skin barriers three times since saturday from the date of the report. His usual wear time was seven days. He reported that the moldable wafer melted down and came off the skin barrier and melting of wafer exposed the inner plastic material that rubbed on the stoma and caused small amount of bleeding. The bleeding stopped after using silver nitrate stick. The end user also stated that he felt some discomfort after that he noticed the premature meltdown. He switched to a skin barrier from another box. No photo was available at this time.